Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to release the ventricular leadless pacemaker (lp) in tether mode the lp exhibited failure to separate, dislodged and was found to be moving back and forth in the region between the tricuspid valve and the inferior vena cava (ivc). Fluoroscopy was performed and revealed the device was in the right atrium (ra). The lp was successfully retrieved, explanted and replaced. There were no patient consequences.